Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump received with frozen display due to corroded electronic assemblies. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a big crack at the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.